Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged and the jaws were open. The clamping mechanism was deformed. Pushers above cartridge surface and protruding staples at the proximal end of cartridge were observed before the 3cm cut line for the reload. Microscopic evaluation noted that reload had damage to the cutting edge of the knife blade. The interlock was overridden on reload and was then applied to test media. For the reload all remaining staples were placed and test media was cleanly transected. The interlocks for reload was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon resection, after positioning the device on the tissue, the stapling distorted and locked, making impossible to resect the colon. After the replacement of the stapler and loads, the problem was solved. There was no patient injury reported.